Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: you reported that "there was a staple line but no cutting of the tissue. Then, he reattempted three times with new reloads but the stapler never finished a complete firing." Can you please clarify what happened with each of the firings? I was able to also get the reloads that were used in the case. I can't tell the order of firings. There is a reload in the stapler that I didn't want to remove. I can't visibly see the knife blade. Did the device deliver a complete staple line without cutting the tissue? That was what was reported to me by the surgical tech in the room at the time. Or, did the safety lockout engage? Not known. Or, did the device partially fire and stop? Not known. What color cartridge was being used? White. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon stated that after the initial firing with the stapler using a white reload, there was a staple line but no cutting of the tissue. He reattempted three times with new reloads but the stapler never finished a complete firing. Case completed with another device of the same product code. There were no patient consequences reported.